Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 457 mg/dl. Customer went to the emergency room for elevated bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released from the hospital on (B)(6) 2022.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." Device not returned.